Event description:
Additional information received from the consumer reported when they last checked their device it was a 20% and they couldn't charge after that as the remote control showed the until was off and wouldn't turn on. The consumer watched a video on how to turn the unit on as well as keeping the battery at 50% by checking the device every week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient's implantable neurostimulator (ins) had been low, so when they were trying to charge the patient's ins, they thought the ins was not charging due to not see the lightening bolt on the recharger screen (therapy was off, no symptoms were reported). Patient services (pss) reviewed icon meaning. Caller used the recharger and saw the neurostimulator charging session screen and stated the ins battery level was blinking at the first quarter. The recharger was functioning as intended (nka553082n). The caller tried to use the patient programmer to turn therapy back on to charge, and they weren't able to reach the on/off screen. The caller described the patient programmer low battery screen. The caller stated they had tried new aaa batteries, but the issue persisted. Pss had caller try another set of new batteries but the issue persisted. Pss had caller attempt to clear the screen to reach programming screen, but the screen did not change. Caller confirmed the batteries were regular alkaline, not heavy duty or rechargeable. An email was sent to repair to replace the patient programmer. Pss had caller try to turn therapy back on with recharger. After attempting to turn therapy back on with recharger, the caller stated they did not see the lightening bolt come into the ins icon, but that they were seeing the neurostimulator battery was in a discharged state. Pss reviewed and had caller begin charging session. Pss reviewed charge duration and advised caller to continue charging patient's ins for several hours, and to give ps a call back later for assistance turning therapy back on. No symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 37642 lot# serial# (B)(4) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.